Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited lvad (left ventricular assist device) oversensing. No intervention was performed. There were no patient consequences.